Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm in the circuit. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has gas loss alarm in the circuit. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect- clinical code) h10, h11. Corrected fields: h6 (remove 3331 from type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) gas loss alarm in the circuit. Getinge field service engineer (fse) says helium loss is reported in the equipment, after not being detected, signs of liquid entering the pneumatic module are observed. It is exchanged for a new one and its operation is checked, equipment suitable for clinical use. No patient involved and no harm reported.

Event description:
N/a.